Event description:
It was reported that the atrial lead had pulled back after the right ventricular lead revision a few months earlier. The lead was explanted and replaced. During explant, fluoroscopy indicated that the helix had retracted, but upon explant the helix was still extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): there was intermittency between the connector pin and cap, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched; full lead returned and analyzed.